Event description:
It was reported that the user experienced severe hyperglycemia with reports up to 570 mg/dl and concurrent sensor and fingerstick values of 245 mg/dl and 393 mg/dl, respectively after changing supplies for the first time, noting that only drops of insulin appeared from the infusion set pitchfork rather than the cannula, and insulin delivery was not effectively reaching the subcutaneous site until the infusion set was replaced and pump deliveries resumed; the user subsequently paused the pump and administered subcutaneous insulin via pen while continuing on an ilet system. Investigation of this case revealed an infusion set delivery issue consistent with improper or ineffective cannula insertion or occlusion at the infusion site, as evidenced by visible insulin at the connector and absence of delivery through the cannula, which resolved after set change. Symptoms included anxiety, shaking/tremors associated with high blood glucose. Outcomes included transient hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with an infusion set-related delivery failure rather than a pump malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.